Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient went to their doctor on 2025 and they decided to do flex dosing. When the patient got home, they wanted to see if they could still connect to the pump. When they tried, they were seeing service code 372, indicating that a pump memory error occurred. Patient services reviewed the code and redirected the patient to their managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) and patient. The hcp reported that per the patient, the cause of the pump memory error was that they wanted to try the personal therapy manager (ptm) remote after it was deactivated to rotate to flex dosing. The hcp did not know of any actions or interventions taken to resolve the pump memory error.